Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch cable was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 20, 2012. Based on qa assessment, the product met specifications at the time of release. The footswitch cable was received for evaluation. A visual assessment of the returned sample revealed a small kink near the footswitch-end connector. The footswitch cable was connected to a calibrated system for functional testing. When the cable was bent near the identified kink no treadle response was seen and system message (sm) displayed briefly. The continuity of the wires through the cable was tested upon which wire 14 was found to be open. The root cause of the reported event can be attributed to a damaged footswitch cable. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the footswitch did not respond before a surgical procedure. The cable was exchanged to perform the scheduled procedure. There was no patient involvement.